Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the torque limiting handle has revealed significant wear from general usage. The torque limiting handle was functionally tested. During the testing, the handle failed to turn after one reading. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. During the testing, the handle failed to turn after one reading. The torque limiting handle has a potential field age of over 1 years. It has been extensively used based on its worn appearance and was likely subject to numerous autoclave cycles. Extended use over time can cause the internal lubricant to dry up and the internal components to bind. Although not proven, the most probable root cause for the handle to fail can be attributed to lack of maintenance during its time in use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the posterior corrective fixation surgery for idiopathic scoliosis was performed by using the verse system. The fixed are was th5-th12. After the verse screws were inserted, the rods were tightened. During the final tightening, the tip of the first reported screw driver was broken. The broken tip was remained completely within the unitized set screw. The second reported screw driver was replaced. When the surgeon tired the final tightening, the tip of the second screw driver was broken. Again, the broken tip was remained completely within the unitized set screw. Because of these issues, other different device was used to complete the final tightening. By surgeon¿s judgment, the broken pieces were remained in the patient, and the wound was closed. The surgery was completed with a delay (less than 30 minutes).